Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the foreign material could not be further identified; the event was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the up/down and right/left angulation control knobs. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the bending section cover adhesive, bending section cover, up/down knob, and right/left knob. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.